Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the remote monitor for their implantable pulse generator (ipg) is not working. Follow-up with the clinic indicated that the patient has not been seen or sent a remote transmission since last year. The monitor and device remain in use. No patient complications have been reported as a result of this event.